Manufacturer narrative:
Additional information received on 21 march 2017 and includes: the case has been cancelled. The patient has been transferred to another clinic. A revision date has not been scheduled yet. Batch review performed on 19 april 2017. Lot 162638: (B)(4) items manufactured and released on 28 july 2016. Expiration date: 2021-07-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection. The surgeon plans to revise the poly.